Event description:
The event is reported as: "complaint alleges that respiratory therapist installed circuit on (B)(4) ventilator to perform system test. Circuits failed leak test and upon inspection discovered a cut in the same place on all 6 circuits." No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.